Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 21st november, 2022 getinge became aware of an issue with one of our surgical lights ¿ axcel. As it was stated, the handle was broken and according to photographic evidence particles were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a getinge became aware of an issue with one of our surgical lights ¿ axcel. As it was stated, the handle was broken and according to photographic evidence particles were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the photographic evidence, the assembly involved does not comply because it has flat washers added on the fixing screw. The axcel user manual #125104 indicates "for safety reasons, no alterations or adaptations may be made on your own initiative without the agreement of maquet". Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.